Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vein. A 6.0mm x 40mm x 80cm sterling balloon catheter was advanced for dilation and was initially inflated at 6 atmospheres for a minute. However, during the second inflation at 10 atmospheres for a minute, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported. The patient condition was good.